Event description:
Customer reported the unit will not power on. There is battery leakage and corrosion. No other physical damage was reported. There was no patient incident or injury reported.

Manufacturer narrative:
Results: the reported issue for no power was not confirmed. However battery leakage and corrosion was confirmed. Evaluation of the returned product revealed there is battery leakage and corrosion on the battery door contacts and battery springs. The unit was tested three times at five minute intervals. The unit powered up all three time without any intermittency observed.. The unit passes all functional test. Note: posey instructions for use warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. (B)(4).